Manufacturer narrative:
Pump passed displacement test and failed self test. During back light check, there was a portion of the el panel that was not lit due to damaged el panel.

Event description:
Information received by medtronic indicated that the insulin pump back light stopped working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.